Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that product sterility was compromised. A 3.00x20mm promus premier¿ drug-eluting stent was selected to treat the lesion. However, during preparation, the stent was opened and contaminated in the sterile field. The procedure was completed with another of the same device. No patient complications were reported.